Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott a patient met with a rep who confirmed the end-of-life message was displayed on their patient controller. The patient was scheduled to have their ipg replaced. The patient had a medical event a few days prior, and surgery was cancelled. The rep was informed since the patient was dealing with other health issues the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported surgery took place on (B)(6) 2025, where the ipg was replaced without complications. Effective therapy was restored.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.